Event description:
Hcp reported that the pt had 2 catheters broken off with the tips remaining in the spinal canal. Surgery will be done to remove the pieces. The hcp states that the pt has had no complications related to this event.